Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope had an air/water aspiration problem (clogged). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material cannot be removed even if the correct reprocessing was performed due to the buckling of each channel or nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The device has been returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that a foreign material cannot be removed even with the correct reprocessing performed due to the buckling of each channel or nozzle. Additional findings were as follows: the device had air/water flow issues. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the facility stated that prior to any maintenance, the endoscope is cleaned and disinfected according to the recommendations in force, unless this treatment is made impossible by the condition (for example a leak noted at the time of the tightness test) requiring the endoscope to be reported as soiled and potentially contaminant. The facility noted that there were no abnormalities on the accessories used for reprocessing. The facility did not note any comments or concerns regarding reprocessing. Based on the results of the investigation, it is likely that the defect was caused by user handling or user mishandling. However, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The root cause of the foreign material remaining in the subject device was unable to be specified. There was no deviation of the reprocessing method from the instruction manual noted by the customer. This issue is addressed in the instructions for use (IFU): ¿detection methods are written in IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures.¿ olympus will continue to monitor the field performance of this device.